Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 06/23/2015. Product (drc-66223) was tested and is functioning according to specification.

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding rechargeable batteries that became hot to the touch while charging in the analyzer when placed in the downloader/recharger (drc). The customer states when the rechargeable battery was removed from the handheld and replaced by 9 volt batteries the analyzer was fine. The issue appears to be when the battery was charged in the drc while in the analyzer. Per I-stat system manual art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment. There are no injuries associated with this event. At this time there is no evidence of a confirmed malfunction and product was replaced at no charge. The customer was asked to return the drc along with it's associated rechargeable battery pack for investigation.